Event description:
The pump was filled in september. No changes were made to the medications in the pump or the programming of the pump. The last week of september, the pt was suddenly extremely dizzy, constipated, tired, and having problems thinking/concentrating; the pt would fall asleep while sitting at the computer. The pump was "hot to the touch the other day." It was noted that the dog had jumped on the pt and the pt fell forward on the pump on the edge of the bed. The pt was due for a refill in mid-november. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).